Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain physician information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient's ipg stopped taking charge and eventually became inoperable. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place in (B)(6) 2022 (exact date unknown) wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Event description:
Additional information indicates that surgical intervention took place on 10may2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.